Manufacturer narrative:
A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es, risk involving this device and the usage of port 445. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
Additional information: section h imdrf annex codes. A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 18-sep-2019 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that a vulnerability scan of mhw 35cysto pas.mhs.net (10.4.40.64) confirmed that port 445 was open and was used for both inbound and outbound communication. A technical support specialist (tss) coordinated a pyxis disaster recovery reboot, after which the bd vendor remotely accessed the pyxis system. The tss confirmed that the system operated on windows 10 enterprise long term servicing channel 2019, with server message block (smb) version 2 in use and version 1 disabled. The tss verified that the required network details to support connectivity for the pyxis application and systems. The tss also confirmed that patch management was handled through a windows server update services (wsus) server, with bd responsible for testing, deploying, and applying windows updates to the devices. Additionally, the tss verified that eset version 11 antivirus software was installed on the machine. The system functioned as intended after technical support specialist troubleshot the device.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es, risk involving this device and the usage of port 445. There were no adverse events or injuries reported based on this event.